Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor defective) was confirmed. Upon investigation the rear response button was functioning intermittently. The cause for the intermittent response button was damage to the response button. The root cause for the damaged response button could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was defective.